Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not understand insulin on board resulting in the customer delivering more boluses than intended. There was no reported impact to customer's blood glucose. Customer declined a follow up from tandem technical support.